Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)". Fax number was provided as "(B)(6)".

Event description:
The customer stated that they have been finding rare, repeatable results for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) when tested on the e170 analyzer. The results do not fit with clinical findings and do not match the values for the elecsys tsh assay (tsh). The samples were also processed in special tubes which neutralize heterophilic antibodies, yielding ft3 and ft4 results that are significantly lower. The customer provided data for 4 patient samples that had questionable results. Of these 4 samples, one sample from a patient born in 1948 had an erroneous result for ft3. A date of event of (B)(6) 2016 was provided, but it was stated that the customer stored the sample in august. The date of event is not known. The erroneous result was not reported outside of the laboratory. The sample resulted with a ft3 value of 8.54 pg/ml when tested on the e170 analyzer. The sample was also tested for ft3 on an abbott architect analyzer, where it resulted as 3.7 pg/ml. The patient was not adversely affected. The e170 analyzer serial number was (B)(4). The patient sample was provided for investigation, but was found to be empty upon thawing. A specific root cause could not be determined since no investigation could be performed on the sample.